Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the lead dislodged twice. Another lead was successfully implanted and the patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned for analysis. Analysis was normal. No anomalies were found.